Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with premature pacemaker battery depletion. Pacemaker was explanted and replaced on (B)(6) 2020. Patient condition post-procedure was stable.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current on the hybrid.